Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The patient claimed that the implanted device hasn't worked in years and the neurostimulator battery is dead. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was an MRI tech and did not have details about the status of the implant. It was reported that they were going to scan the patient and the impedance check failed so they did not complete the MRI. This impedance test may have been completed for an MRI order on (B)(6) 2023 for a head scan but the caller was not sure. Later in the call the caller indicated that they did now know how they completed an MRI check. The caller indicated that they may have not run an impedance and they may be thinking of the guidelines associated with another manufacture's device. The caller said that there was some reason that they did not complete the scan and it may have been related to the MRI mode status. The caller also indicated that the patient's ins has not been working for years. Caller was told by MRI center that the pt hadn't charged their ins in a while but was also told that the remote was showing that pt wasn't eligible for an MRI. Tech services (tss) reviewed need to clear pt for MRI with an hcp if ins overdischarged. Caller is going to contact to clarify status of their scs system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.